Manufacturer narrative:
It was reported that a patient with a history of atrial fibrillation (afib) and mechanical mitral valve underwent an afib ablation procedure with a pentaray nav high-density mapping eco catheter wherein the device became entrapped in the mechanical mitral valve, electrode separation occurred and surgical intervention was required. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the distal side of three spines were detached and internal components are exposed on the pentaray nav high-density mapping eco catheter. All units are inspected prior leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The root cause of spline detached could be related to use pentaray catheter in a patient with mechanical valve. The instructions for use (IFU) contain the following statement: use of this catheter not be appropriate for use in patients with prosthetic valves. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to the reported device entrapment and electrode separation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 6/2/2021, the bwi product analysis lab received the complaint device for evaluation. Initial visual inspection found the distal side of three spines were detached and internal components are exposed. These findings continue to be deemed MDR reportable malfunctions as they are consistent with the customer¿s reported event. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Upon product receipt, it was able to be verified that the lot # for this device is 30480741l. Based on the lot #, we were able to verify the correct product code to be d128208. As such, field 4. Catalog, has been updated from d128211 to d128208. The unique identifier (UDI), field d4., has also been updated from 10846835012255 to 10846835012224. The manufacturing date and expiration date were also verified. Therefore, fields d4. Expiration date (12/1/2023) and h4. Device manufacture date (12/2/2020) have been populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient with a history of atrial fibrillation (afib) and mechanical mitral valve underwent an afib ablation procedure with a pentaray nav high-density mapping eco catheter wherein the device became entrapped in the mechanical mitral valve, electrode separation occurred and surgical intervention was required. It was reported that the spline of the pentaray nav high-density mapping eco catheter was stuck in the mechanical mitral valve. There was a discussion concerning using a pentaray in the presence of a mechanical valve while creating a cartosound map at the beginning of the case. The physician acknowledged early in the procedure the need to "stay away" from the mechanical mitral valve if a pentaray nav high-density mapping eco catheter was used for a potential mitral flutter later in the procedure. The bwi representative alerted the physician to a loss of signal on the pentaray nav high-density mapping eco catheter and the catheter was removed from the body. It was noticed that one of the splines was missing. The physician then checked fluoro- starting with the head (no embolization noted), and then the heart. Caller reports that there appeared to be electrodes "stuck inside" of the mitral valve. Caller reported that the distal two electrodes appear to be in the mitral valve apparatus, and the proximal electrodes may be floating in the chamber. Additional information received indicated they were able to remove the spline with a snare. An electrode was "lost¿ and was seen in a distal pulmonary vein on fluoro. Attempts to retrieve the electrode with the snare were unsuccessful. The reporter reports that there is no surgical intervention planned at this time, and the patient will be monitored.